Event description:
It was reported that upon device interrogation, it was found that this pacemaker had reverted to safety mode operation. Boston scientific technical services (ts) recommended device replacement and later, it was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.